Event description:
The customer reported that "there is a pinhole at the top of the chamber that goes into the module. It was leaking continuously." Leak area is presumed to indicate the pump segment.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
(B)(4). The customer¿s report of the set leaking from a hole in the pump segment was confirmed. During visual inspection of the set it was noted that the silicone segment had a tear near the upper fitment measuring .0382 inches long. Visual examination under a microscope noted no crush marks to the upper fitment. It was also noted that the tubing was torn away from the drip chamber; the drip chamber was not returned with the set. Functional and pressure testing was performed and leaking was observed from the silicone tubing near the upper fitment. The cause of the leak was a tear in the silicone segment. The root cause of the tear was not identified.